Event description:
I purchased walgreens brand antibacterial adhesive bandages to treat a small open wound on my leg. I used the product for two days before determining the issue was the benzalkonium chloride mix that was acting as the antibacterial. After further research, it appears that this compound is known to cause irritation to skin and is shocking that it is used to treat open wounds. Apparently equate and a few other companies are using this as well. There are countless complaints online about the substance causing chemical burns, please remove these products from the shelves.